Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer received low scan results of 39 mg/dl and 60 mg/dl on the adc freestyle libre sensor. Customer self-treated with glucose (dose/type unknown) and subsequently experienced unspecified symptoms of hyperglycemia. A nurse was called to tend to the customer at his home and two readings of 501 mg/dl were obtained on the nurse's device. Customer was diagnosed with hyperglycemia and administered insulin (dose/type unknown). It is unknown how much time elapsed between the comparison readings. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported the customer received low scan results of 39 mg/dl and 60 mg/dl on the adc freestyle libre sensor. Customer self-treated with glucose (dose/type unknown) and subsequently experienced unspecified symptoms of hyperglycemia. A nurse was called to tend to the customer at his home and two readings of 501 mg/dl were obtained on the nurse's device. Customer was diagnosed with hyperglycemia and administered insulin (dose/type unknown). It is unknown how much time elapsed between the comparison readings. There was no report of death or permanent impairment associated with this event.